Event description:
It was reported that the patient presented to the hospital due to chest pain. Echocardiogram revealed that the right ventricular lead had perforated the heart. The effusion was small. The lead was left in place and the patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.